Event description:
It was reported the patient had received a paddle trial lead placement. During the trial the patient reported he was not satisfied with the stimulation and wanted the lead to be removed. It was reported the physician explanted the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.